Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone, she was having issues with the sensor and serter. During troubleshooting customer mentioned her blood glucose had been 80 to 400 mg/dl. Troubleshooting was not performed for high blood glucose level. Customer is not returning the insulin pump for further analysis.